Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer's drum holder hit the pump and the pump touch screen became cracked and unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.